Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The event of inoperable ipg was reported to abbott. The results of the investigation are inconclusive as the device was replaced, and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received stated that the patient did not charge the ipg had instructed. As a result, patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that surgical intervention may be pending to explant and replace the patient's ipg due to an unknown reason. No additional information is available.